Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a vessel dissection occurred. The index procedure treated two lesions. The first being a 25% stenosed 3.5x10mm target lesion located in the left main coronary artery (lmca). Treatment placed a 3.5x12mm taxus express2 study stent deployed at 10 atm's. No pre or post dilation was performed. Ivus confirmed the stent was well apposed resulting in 0% residual stenosis. However, a dissection was confirmed in a lmca and bailout treatment placed a 3.5x12mm taxus express2 stent in the lmca. Per the physician, the dissection was reported as related to the procedure, but not related to the study stent. The second lesion was 90% stenosed, 2.5x10mm target lesion located in the distal lcx artery. Treatment consisted of pre dilation with an unspecified 2.0x15mm balloon inflated to 14 atm's and the placement of a 2.5x12mm taxus express2 study stent deployed at 10 atm's. No post dilation was performed. Ivus was performed confirming the stent was well apposed resulting in 0% residual stenosis and timi 3 flow. The pt was discharged four days later.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.